Event description:
It was reported that the t:slim x2 pump battery would not charge, and a different charging cable and wall adapter did not resolve the issue. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support instructed the caller to return the problematic pump and sent a replacement pump with updated software, along with providing guidance on the steps needed upon receiving the new pump. The caller understood and acknowledged the process, and no further action was needed from technical support.